Event description:
During an evaluation of a homechoice device, it was noted that the device was smoking after a failed power-up test. This event occurred outside of patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device evaluated at a baxter facility for a separate customer reported condition. The condition of a smoking machine was observed during the evaluation. The device failed the return instrument test/evaluation (rite) electrical test and the rite functional test. The cause was determined to be damaged accomp printed circuit board. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.